Event description:
This report was received from (B)(4) and is a solicited report by a physician from (B)(6) of peritonitis with eosinophils and bacterial peritonitis with (B)(6) in a (B)(6) old female patient, coincident with dianeal pd4 unknown bag therapy. In (B)(6) 2012, the patient began dianeal unknown bag therapy, doses and frequencies were not reported, intraperitoneally (ip) for peritoneal dialysis (pd). In (B)(6) 2012, the patient received 2 rinsings with dianeal therapy. The physician initially stated that the patient experienced peritonitis with eosinophils manifested by cloudy effluent. In (B)(6) 2012, after each rinsing of dianeal therapy, the peritoneal effluent was cloudy. In (B)(6) 2012, the patient received oflocet (ofloxacine) for 7 days, route not reported, as remedial treatment. On the same date, the patient received vancomycin (once, route not reported) as remedial treatment for the cloudy effluent. Due to the high levels of eosinophils the physician queried regarding a potential allergic reaction to dianeal. Outcome for the events: peritonitis with eosinophils- recovered and bacterial peritonitis with (B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause for the reported condition of peritonitis was undetermined. There was no device malfunction or use error identified.